Event description:
Pt reports ongoing problems with skin rash/infection from skin contact with straps of abduction pillow used after rotator cuff surgery. She has sought treatment from both dermatologist and allergist, who suggested she follow up with hospital purchasing to find out what the pillow is made of, questions latex content.